Event description:
During a shoulder arthroscopy procedure using a super turbovac 90 with integrated cable arthrowand and quantum 2 controller, the pt sustained a second degree burn approx 4 cm in size. The burn was treated with silvederma cream. The physician reported the cause of the burn was due to high temperature water flow.

Manufacturer narrative:
The device was reported as returning for investigation. Awaiting availability of device to complete the investigation. The second device, super turbovac 90 with integrated cable arthrowand, used in the same procedure is reported under medwatch number 2951580-2010-00086.